Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects come out of distal end and there was also foreign objects in the channel mount unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the foreign objects coming out of the distal end malfunction: clogging of channel mount unit. However, the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the subject endoscope was defective. There was no patient involvement.

Manufacturer narrative:
Corrected field(s): b5- clarified the issue to reflect the insufficient reprocessing noted by the customer. H6: medical device problem code should have been a18 contamination/decontamination problem. Component code should have been g04091 mount.

Event description:
It was reported that during reprocessing, the subject endoscope had incorrect/insufficient reprocessing.